Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported that his wife experienced high blood glucose of 400mg/dl and went to hospital on (B)(6) 2017. Customer states that battery cap was broken and sugar ranging from 46mg/dl to 450mg/dl. Customer was treated by giving bolus and had to drink 5 gallons to get sugar out. Insulin pump will not to return for analysis.